Manufacturer narrative:
All buttons functioning properly. No moisture or damage or unlocked or lcd keypad connector during visual inspection noted. No rewind anomaly or sound noise anomaly noted. Device received with all operating currents within spec and passed rewind, self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump rejecting the new batteries and esc button were hard to press as well as customer was unable to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.